Event description:
The customer reported that the 12-lead functionality on this device was not working. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.